Event description:
It was reported that a laser vision correction patient had surgery on apr 19, 2023 and presented on apr 20, 2023 with stage 3 diffuse lamellar keratitis (dlk) post treatment in both eyes. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision. Patient reported symptoms are not interfering with daily activities. Bcva from 04/19/2023. Right eye pre-op 20/20 -2.50 x -.25 x 3. Left eye pre-op 20/20 -2.50 x -.75 x 178.

Manufacturer narrative:
Section a4 and a5: the customer does not collect this data. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.